Event description:
It was reported that the procedure was performed in a de novo lesion in the posterior descending artery (pda) with mild calcification and mild tortuosity. The dragonfly opstar imaging catheter reached the target lesion but then became tangled with the guidewire. The imaging catheter couldnot be removed; therefore, both the catheter and guidewire were removed together as a single unit. The tip of the catheter was noted to be broken [hanging but remains in one piece] upon removal. Another dragonfly opstar was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the reported difficulties appear to be due to circumstances of the procedure. It is likely that during use, the guide wire and dragonfly catheter became entangled, likely during position the dragonfly catheter in the mildly tortuous and calcified lesion. As a result of the entanglement, the tip of the dragonfly catheter became damaged (broken) as the devices were being removed as a single unit. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.